Manufacturer narrative:
The device was returned and received by aci. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3.5 mm from the balloon proximal neck. The review of the lot history record (f1603603) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of peripheral vascular disease/calcium in the vicinity of the access site. It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that while pulling the balloon of the mynx ace device back to the arteriotomy, the balloon ruptured. The device was being used for arterial closure with a 6f introducer sheath following a percutaneous transluminal angioplasty (pta) procedure. At prep, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device. Resistance was felt while pulling back to the arteriotomy. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was doing well at the time of this report and hospitalization was not prolonged as a result of the event. No further information is available.